Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve implanted for 6 year and 10 months, is being evaluated for a valve-in-valve procedure due to symptomatic severe stenosis secondary to degeneration. No schedule date for the procedure. The patient presented with heart failure and chest pain. Per additional information: severe bioprosthetic aortic valve stenosis with outside echocardiogram from (B)(6) 2022. Stage c class ii/iii chronic heart failure reduced ejection fraction, likely related to problem (reason for reintervention), currently on guideline directed medical therapy.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.